Event description:
It was reported that this patient's knee was revised approximately 12 years post initial operation. Patient stated that they continued to experience pain following the right knee implant procedure. They further stated that the issue arose from the insertion of a larger knee implant. No further information provided.

Manufacturer narrative:
D10 concomitant devices: 02-012-45-2515, (B)(6) - lgc tibial fit tray cem sz 2.5f / 1.5t. 02-010-03-0225, (B)(6) - logic cr femoral cem, left sz 2.5. 200-02-32, (B)(6) - three peg patella 32mm. 02-012-49-2509, (B)(6) - logic cr tib insert slope ++, sz 2.5, 9 mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.